Manufacturer narrative:
The last calibration performed on (B)(6) 2022 passed without alarms. The quality control results are within range except for two cl measurements. The field service engineer determined debris on nozzles and in the mixing vessels. The fse cleaned the nozzles, mixing vessels, and electrode compartment. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ise indirect na and cl for gen.2 on a cobas 8000 ise module. The patient sample initially resulted in a na value of 150 mmol/l, which repeated as 141 mmol/l when tested on a second analyzer. This sample initially resulted in a cl value of 89 mmol/l, which repeated as 98 mmol/l when tested on a second analyzer. The repeat results were deemed correct. No questionable result was reported outside of the laboratory. The na and cl electrode lot numbers and expiration dates were requested, but not provided.